Event description:
After surgeon had closed the wound, he felt that the poly was too thick and the degree of flexion contracture was too much. He reopened the incision, removed the insert, and implanted a thinner insert. This also caused a 30-minute extension of surgery.

Manufacturer narrative:
The product was not returned for examination. A search of the complaint database did not show any other reports against the manufacturing lot. The investigation could not draw any conclusions about the reported event; however, provided information suggests the size device initially inserted did not achieve the desired flexion. Provided information stated the product was not suspected of failing to meet specifications. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.